Manufacturer narrative:
This report is submitted on august 5, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on august 05, 2021 was filed inadvertently. It was reported that there was no explant. The implanted device remains. No device malfunction or serious injury has occurred. This report is submitted on february 10, 2022.